Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental mw 1 should have been listed as 8/15/2023.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported, deflation. Device has been explanted. This relates to the right side.